Manufacturer narrative:
This report is being supplemented to provide additional information regarding the investigation of the reported event, to provide information that was inadvertently not included in the initial report, and to correct information provided in the initial report (d4: lot number and b4: date of this report). Correction to b4 of the initial medwatch report: the date of this report was 18-mar-2021, not 10-mar-2021. The subject device was not returned to the manufacturer for evaluation, as the facility discarded the device. The investigation determined that the nurse retracted the instrument with excessive force, which caused the instrument to retract into its sheath further than designed. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
Nurse was practicing deploying and retracting the triple needle brush. During the practice and upon retracting the brush, she saw just a sliver component sticking out of the sheath. The company represetative that was present for the proecudure went to speak with the nurse about the proper procedure if this happenes, but the nurse moved quickly to forcefully retract the brush and the speed and force of the retraction caused the instrument to seperate. The device was not being used on the patient and the procedure was able to be completed as planned.